Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, while stapling the tissue, the stapler would not fire once the green button/safety was pressed and the surgeon was unable to squeeze the handle. There was no patient injury.